Event description:
It was reported prior to using bd bactec¿ mgit¿ 960 supplement kit that one (1) panta vial had biological contamination. There was no health impact or consequence reported.

Manufacturer narrative:
Investigation summary - mgit panta is manufactured by rehydrating components in usp purified water and mixed into a homogenous solution. The solution is then sterile filtered, dispensed into vials and stoppered by machine. The vials are lyophilized and crimp caps are applied per standard operating procedures (sop). Mgit 960 growth supplement is manufactured by rehydrating the media components with usp purified water and mixed until a homogeneous solution is obtained. The solution is then sterile filtered and dispensed into vials; stoppers are manually placed in the vial opening; septum caps are manually placed on top of the stopper and then mechanically crimped per sop. Six mgit panta vials are then manually packaged with six mgit growth supplement vials to make a mgit 960 supplement kit (material 245124). Mgit panta batch number 3194841 was provided for investigation. No 245124 kit batch number was provided and a 245124 kit batch number could not be determined from manufacturing records for mgit panta batch number 3194841. Batch history record reviews for mgit panta batch number 3194841 was satisfactory and no notifications were generated during manufacturing and inspection for this defect. Qc inspection and testing were satisfactory at time of release. No other complaints have been taken this batch. The contamination in the bottle for mgit panta batch number 3194841 from the returned photos is acknowledged. However, no batch number of the bactec mgit 960 supplement kit (245124) was provided to properly complete an investigation for a defect in bactec mgit 960 supplement kit. This complaint cannot be confirmed. Bd will continue to trend complaints for this defect. The complaint history was reviewed and in the last 12 months there are other complaints taken on 245124 for this defect. Four photos were provided for this investigation. Contamination is visible in the photos. The label for the bottle is visible (3194841/2025-01-05). There are no retention samples available for this defect.

Manufacturer narrative:
D.4. Medical device expiration date: unknown h.4. Device manufacture date: unknown e1. Initial reporter address: (B)(6). A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported prior to using bd bactec¿ mgit¿ 960 supplement kit that one (1) panta vial had biological contamination. There was no health impact or consequence reported.